Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra soft lancing device had a cracked/broken case. The complaint was classified based customer care advocate (cca) documentation. The patient reported that the product issue started on (B)(6) 2015 ¿before noon¿. The patient manages their diabetes by taking an unknown dosage of novalog insulin, and did not make any changes to their normal diabetes management routine as a result of the alleged lancing device issue. The patient stated that ¿10 minutes¿ after the product issue first occurred they developed the symptom of ¿shaky¿. In response to this, their visiting nurse was able to provide them with additional food and/or drink at ¿noon¿ the same day. The nurse was able to test the patient¿s blood glucose on their meter and obtained a result of ¿119mg/dl¿ at an unknown time in relation to the treatment which was provided. At the time of troubleshooting, the cca noted there was no misuse of the device and the patient had been using the device for ¿1 year¿ prior to the start of the alleged product issue. A replacement product was sent to the patient. This complaint is being reported because patient was unable to test their blood glucose due to the lancing device issue. This led to them suffering symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.